Event description:
It was reported that during a laparoscopic appendectomy procedure, the device delivered an incomplete firing. No additional information was available. Another device was used to complete the procedure. There was no patient consequence. One device will be returned.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 8th, etc.)? 1st. What color cartridge was being used? White. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? Asku. Were any of the forces higher or lower than expected (closing or opening)? No. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition and with a cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.